Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced increased pain. The patient subsequently underwent an implantable pulse generator (ipg) replacement procedure. The explanted device was not returned as it was discarded by the medical facility.